Event description:
Clinical notification received for revision of aseptic loosening and osteolysis. Date of implantation: 2015, date of revision: (b)(60 2022, (right knee). Treatment: revision of tibial tray, tibial insert, femur, and patella components.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The patient had a revision right total knee arthroplasty to address failed right total knee arthroplasty secondary to aseptic loosening of the femoral component. All components revised, including patella. The indications for surgery included a fall, pain, instability, and difficulty walking. Preoperative radiographs were reported to show loosening of femoral component secondary to osteolysis. During the procedure, the surgeon reported finding grossly loose femoral component (no interface provided) with massive osteolysis. There was significant polyethylene and cement debris-type synovitis. The tibial tray was noted to be well fixed, but was removed due to bone loss and the need to go to a reconstruct with a semiconstrained knee. The patella was removed as it would not be able to articulate with the new femoral component.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. All available x-ray images were reviewed. Without photographic evidence of the actual explanted device, it is not possible to confirm, the reported allegation. Nothing indicative of a product problem is identified. Depuy synthes considers, the investigation closed at this time. Should additional information be received, the information will be reviewed. And the investigation may be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was not performed, as no lot number was provided for this device.